Event description:
It was reported that during an irreversible electroporation ablation procedure the guidewire became stuck in the catheter due to tissue becoming trapped in the guidewire lumen. During the procedure it became difficult to withdraw the catheter and guidewire back into the sheath, and the physician attempted to advance the guidewire but found they could not. After some more manipulation they were able withdraw the catheter and guidewire out of the body. When examined they found a "small chunk of tissue" when the guidewire was removed from the catheter. A new wire was opened, the catheter was flushed, and the procedure was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).